Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On jul 14 & 20, 2017: litigation received, litigation alleges diminished quality of life and physical function, pain, limited rom, elevated levels of chromium-cobalt. No part and lot information provided. This complaint was updated on: aug 8, 2017.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 19 oct 2017: pfs and medical records received. There is no new allegation. After review of medical records, there is no new information. Updated product information. This complaint was updated on oct 25, 2017.

Manufacturer narrative:
Litigation received, litigation alleges diminished quality of life and physical function, pain, limited rom, elevated levels of chromium-cobalt. No part and lot information provided. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.